Event description:
A customer reported a system message displayed during surgery. The handpiece was returned and the system message reoccurred. Two handpieces were connected but the same issue persisted. An alternate system was used to complete the procedure resulting in an extension in the operation time. There was no patient impact reported.

Manufacturer narrative:
The company representative examined the system and replaced the u/s (ultrasound) diathermy pcb (printed circuit board). The system was then tested and met product specifications. A root cause was not determined. (B)(4).